Manufacturer narrative:
A representative went to the site to preform a system check out. It was noted that there were no parts replaced and the system preformed as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the pendent monitor can move up/down and not rotate. There was no patient present.